Event description:
It was reported that during surgery, the ratchet handle stuck in the skin mesher, needs lubrication. The ratchet (handle) was not able to perform the up and down motion. There was no patient harm or delay reported. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the ratchet passed inspection; however, the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the ratchet handle stuck in the skin mesher, needs lubrication. The ratchet (handle) was not able to perform the up and down motion. It was unknown if there was any patient harm or delay reported. Due diligence is complete, there is no additional information available.